Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils. During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.